Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the left anterior descending artery the proximal to the mid, with 80% stenosis, and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion with pre-dilatation and implanting a 3.0 x 32 mm taxus liberte study stent with 0% residual stenosis. The patient was discharged 4 days later on aspirin and clopidogrel. On the day of the index procedure post index procedure/prior to discharge, the patient had a myocardial infarction, with elevated enzymes no action was taken for the event and it was resolved without residual effects 2 days later.

Manufacturer narrative:
Describe event or problem: discharge corrected from 4 dys post procedure to 2 days ot procedure corrected lab tests from (B)(6)-2011: ck: 78; ck: 195; ck: 140 normal 0-198, (B)(6)-2011: ck-mb: 0.9; ck-mb: 11.4; ck-mb: 2.1 normal 0.0-3.6 (B)(6)-2011: troponin 1 0.05; troponin 1 0.59; troponin 0.53 normal 0.0-0.01 to (B)(6)-2011: ck 0.9; normal -198 ck-mb: 0.9 normal 0.0-3.6; troponin 0.05 normal 0.0-0.0119-(B)(6)-2011: ck 195 normal -198 ck-mb: 11.4 normal 0.0-3.6; troponin 0.59 normal 0.0-0.01 (B)(6)-2011: ck 140; normal -198 ck-mb: 2.1 normal 0.0-3.6; troponin 0.53 normal 0.0-0.01.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Corretion: patient was dischared 2 days post proedure not 4 days as intially reported.